Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient's blood glucose levels read high >500 mg/dl, while wearing the pod between 4 and 24 hours on the abdomen. The patient noted the cannula had dislodged from the infusion site. Hyperglycemia was treated by applying a new pod and bolus.